Event description:
Report received of fluid continuing to flow from the distal end of the tubing set after the hold button was pressed on channel b of the pump. During preventative maintainence testing, the biomedical technician reported that "fluid continued to flow" after the hold button was pressed. There were no reported adverse pt events associated with the device while in clinical use. Though requested, no further info was available.